Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular pacing impedance measurements. The patient was brought into clinic. All other diagnostics were stable and there was no evidence of noise. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Should additional information become available this report will be updated.